Manufacturer narrative:
(B)(4). One (1) expedium 4.5 ti single innie setscrew [product code: 1861-00-001, lot number: rl207355] was returned for evaluation. Visual examination revealed that the threads were completely torn and peeled off from the setscrew. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause of the single innie setscrew threads becoming torn and peeled off from device cannot be positively determined. A potential root cause may be inadvertently cross threading the set screw during insertion, leading to the threads tearing during tightening. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No systemic trends were observed. Therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) was using extended tab hooks with the expedium 4.5 ti system in the upper thoracic spine. During final tightening of the locking caps, the single innie locking screw appeared to be stripped and/or cross threaded because the final tightener was not working correctly. Dr (B)(6) could not get the single innie screw to tighten as indicated. As a result, the hook loosened and he had to remove the cap to re-adjust the hook. In the process of removing the single innie cap, the threads of the single innie cap sheared off. He repositioned the hook, inserted a new single innie locking screw and final tightened the new cap properly. There was also another single innie locking screw that couldn't be final tightened but he tightened as best as he could and left it in. Dr sturm said he couldn't get it out and felt it was locked in place.